Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl. Reportedly, the control iq software did not suspend insulin delivery as intended. Tandem technical support verified the control iq software functioned as intended. Insulin delivery was intermittently not suspended due to the continuous glucose monitor not being connected. Customer addressed low bg with carbohydrates. Recommendation was made to discuss diabetes management with a health care provider.